Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 04/03/2016, the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of below 70mg/dl with cognitive impairment and a hypoglycemic seizure. There was no information provided regarding the treatment provided. This report is being made due to the bg excursion the patient experienced due to a history settings issue.

Manufacturer narrative:
Follow-up #1 date of submission 04/14/2016: the following additional information was received: the reporter felt that the pump is not calculating insulin dosage correctly. The reporter stated that the patient had a blood glucose (bg) of 2.7mmol/l and when they entered the bg into the pump, it recommended they take the full amount of insulin rather than accounting for them being low. The reporter stated that the patient was taken to the emergency room via ambulance.